Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_-9.00 diopter, implantable collamer lens was implanted into the patients left eye (os) (B)(6) 2019. On (B)(6) 2020 the lens was explanted and later replaced with a longer length lens. It was reported that this replacement resolved the problem. However, " low vault " was reported for status of the eye (signs/symptoms). Lens rotation was also reported.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case.visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).